Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose ranged between 80-168 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.